Manufacturer narrative:
Date of event: date of event was approximated to 08/01/2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Initial reporter facility name: tokyoto iryo hoken kyokai nerima sogo hospital. Device code 419 relates to problem code 1504 for the reported event of balloon pinhole. Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic papillary large balloon dilation (eplbd) procedure performed in the bile duct on an unknown date. According to the complainant, during the procedure, the balloon failed to inflate when pressure was applied. Reportedly, the balloon was removed and was noted to have a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic papillary large balloon dilation (eplbd) procedure performed in the bile duct on an unknown date. According to the complainant, during the procedure, the balloon failed to inflate when pressure was applied. Reportedly, the balloon was removed and was noted to have a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.